Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding / excessive bleeding right after procedure / chronic heavy bleeding / prolonged bleeding') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 38-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in 2006, multigravida, parity 2 (date of birth: (B)(6) 1989 and (B)(6) 1991.), stillbirth nos, habitual abortion (spontaneous), trichomoniasis, drug allergy, gerd, gonorrhea, cervical dysplasia, gardnerella vaginalis test positive and tv trichomonas vaginalis. Previously administered products included for an unreported indication: depo shot from (B)(6) 2011 to (B)(6) 2011 and flagyl. Concurrent conditions included rotator cuff repair since (B)(6) 2016, d & c (to treat sharp abdominal pain and heavy bleeding, in 2015/2016.), vaginal irritation, diverticular disease, ovarian cyst, anemia, dysfunctional uterine bleeding, iron deficiency anemia, palpitations, vaginal discharge, vaginitis, acid reflux (oesophageal), left lower quadrant pain, rectal bleeding, heartburn and yeast infection. Concomitant products included esomeprazole and sucralfate (carafate) for abdominal pain, tranexamic acid since 2016 for bleeding genital, saccharated iron oxide (venofer) from (B)(6) 2015 to (B)(6) 2015 for iron deficiency anemia, cortisone since (B)(6) 2016 for paraesthesia lower limb, norethisterone acetate (aygestin) for vaginal bleeding, fluconazole (diflucan) for vaginal itching as well as esomeprazole, medroxyprogesterone acetate since (B)(6) 2011 and tranexamic acid (lysteda). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain right after procedure / some minor cramping when the occluder was released"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / menstrual pain"), abdominal pain ("severe abdominal pain / sharp abdominal pain"), depression ("depression") with fatigue, joint lock ("locked joints"), pelvic pain ("extreme pain / pelvic pain / pain right after procedure / severe and persistent pain as a result of the essure implantation") and anxiety ("anxiety"). In 2012, the patient experienced dyspareunia ("pain during intercourse") and weight fluctuation ("weight fluctuations"). In 2015, the patient experienced iron deficiency ("iron deficiency"). On (B)(6) 2016, the patient experienced arthralgia ("joint pain ache / knees, elbow and ankle pain / pain right after procedure"). On an unknown date, the patient experienced back pain ("severe back pain"), abdominal pain lower ("cramping"), allergy to metals ("hypersensitivity reaction to nickel - because she experienced a lot of joint pain after essure implant"), mental disorder ("essure caused or aggravated psychiatric and/or psychological condition") and menorrhagia ("heavy and prolonged bleeding"). The patient was treated with ferrous sulfate (iron sulfate) and surgery (hysteroscopy, dilation and curettage, endometrial shavings on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysfunctional uterine bleeding, dysmenorrhoea, back pain, depression, joint lock, pelvic pain, iron deficiency, anxiety, procedural pain, arthralgia, dyspareunia, weight fluctuation, abdominal pain lower, allergy to metals, mental disorder and menorrhagia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency, joint lock, menorrhagia, mental disorder, pelvic pain, procedural pain and weight fluctuation to be related to essure. The reporter commented: (B)(6) 2011: the visualization of the tubal ostia was quite simple. There was a slight tortuosity to the fallopian tubes themselves, and a steep angle of insertion, however nonetheless this was performed without incident. First on the patient's right, and then on the patient¿s left the essure device was placed in standard fashion according to the manufacturer's instructions. The occluder was released and on each side three to four trailing coils were identified bilaterally. The patient tolerated the procedure well, with the exception of some minor cramping when the occluder was released. She received an unspecified medication to treat heavy bleeding, sharp abdominal pain and joint pain ache. The patient talked to doctor about 6 months after implant about removal, but the essure removal was undecided at this time. Current weight: 180 pounds.approx weight at the time of essure placement 180 pounds. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2011: results: negative. Hysterosalpingogram - on (B)(6) 2011: results: essure confirmation test. Magnetic resonance imaging - on (B)(6) 2017: results: mild patella alta. Pregnancy test urine - on (B)(6) 2011: results: negative; on (B)(6) 2013: results: negative. Ultrasound scan - on (B)(6) 2011: results: enlarged uterus, small posterior fibroid. Diagnostic results: on (B)(6) 2016 and (B)(6) 2017 upper endoscopy and colonoscopy were performed due to pain. (B)(6) 2011 - no contrast filling of either fallopian tube; the left essure device is somewhat peripheral in location relative to the cornua of the left fallopian tube with the inner coil located 3.2 cm from the uterine cornua. This should be less than 3 cm and clinical correlation is needed in this regard. (B)(6) 2017 - right knee MRI: mild patella alta; mild lateral facet chondromalacia patella; some bright signal is seen involving the superolateral aspect of the infrapatellar fat pad that may represent injury to the fat pad. (Hoffa's syndrome); (B)(6) 2017 - CT of abdomen: reported stranding in mid descending colon just above the level of iliac crest with diverticuli seen to involve the descending colon, findings are in keeping with diverticulitis there was some mild wall thickening in this location. Also noted in the posterior aspect of splenic flexure a 2.6 cm well-circumscribed cystic lesion. A cystic lesion was seen on the prior CT, but slightly more anteriorly located than this lesion. Does not have the typical appearance for an abscess. No gas is seen within it. Foci of bright signal are seen involving the anteromedial aspect of the medial femoral condyle compatible with focal marrow edema. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received. Event heavy and prolonged bleeding were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for permanent sterilization. Shortly after undergoing the procedure, she began to suffer severe menstrual, abdominal and back pain, heavy bleeding, depression, fatigue, weight fluctuations, pain during intercourse, locked joints and extreme pain. She stated that her essure related symptoms grew so severe that she was required to undergo a dilation and curettage. Follow-up received on 07-jul-2016: quality safety evaluation of ptc: ptc global number: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (interpreted as genital bleeding). She underwent a dilation and curettage. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding may occur. In the present case, limited information was provided. Consumers concomitant conditions and medical history were not mentioned. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding / excessive bleeding right after procedure / chronic heavy bleeding / prolonged bleeding') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 38-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in 2006, multigravida, parity 2 (date of birth: (B)(6) 1989 and (B)(6) 1991.), stillbirth nos, habitual abortion (spontaneous), trichomoniasis, drug allergy, gerd, gonorrhea, cervical dysplasia, gardnerella vaginalis test positive and tv trichomonas vaginalis. Previously administered products included for an unreported indication: depo shot on (B)(6) 2011 and flagyl. Concurrent conditions included rotator cuff repair since (B)(6) 2016, d & c (to treat sharp abdominal pain and heavy bleeding, in 2015/2016.), vaginal irritation, diverticular disease, ovarian cyst, anemia, dysfunctional uterine bleeding, iron deficiency anemia, palpitations, vaginal discharge, vaginitis, acid reflux (oesophageal), left lower quadrant pain, rectal bleeding, heartburn and yeast infection. Concomitant products included esomeprazole and sucralfate (carafate) for abdominal pain, tranexamic acid since 2016 for bleeding genital, saccharated iron oxide (venofer) on (B)(6) 2015 for iron deficiency anemia, cortisone since (B)(6) 2016 for paraesthesia lower limb, norethisterone acetate (aygestin) for vaginal bleeding, fluconazole (diflucan) for vaginal itching as well as esomeprazole, medroxyprogesterone acetate since (B)(6) 2011 and tranexamic acid (lysteda). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain right after procedure / some minor cramping when the occluder was released"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / menstrual pain"), abdominal pain ("severe abdominal pain / sharp abdominal pain"), depression ("depression") with fatigue, joint lock ("locked joints"), pelvic pain ("extreme pain / pelvic pain / pain right after procedure / severe and persistent pain as a result of the essure implantation") and anxiety ("anxiety"). In 2012, the patient experienced dyspareunia ("pain during intercourse") and weight fluctuation ("weight fluctuations"). In 2015, the patient experienced iron deficiency ("iron deficiency"). On (B)(6) 2016, the patient experienced arthralgia ("joint pain ache / knees, elbow and ankle pain / pain right after procedure"). On an unknown date, the patient experienced back pain ("severe back pain"), abdominal pain lower ("cramping"), allergy to metals ("hypersensitivity reaction to nickel - because she experienced a lot of joint pain after essure implant"), mental disorder ("essure caused or aggravated psychiatric and/or psychological condition"), menorrhagia ("heavy and prolonged bleeding"), menstruation irregular ("heavy and irregular bleeding") and anaemia ("anemia"). The patient was treated with ferrous sulfate (iron sulfate) and surgery (hysteroscopy, dilation and curettage, endometrial shavings on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysfunctional uterine bleeding, dysmenorrhoea, back pain, depression, joint lock, pelvic pain, iron deficiency, anxiety, procedural pain, arthralgia, dyspareunia, weight fluctuation, abdominal pain lower, allergy to metals, mental disorder, menorrhagia, menstruation irregular and anaemia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency, joint lock, menorrhagia, mental disorder, pelvic pain, procedural pain and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: (B)(6) 2011: the visualization of the tubal ostia was quite simple. There was a slight tortuosity to the fallopian tubes themselves, and a steep angle of insertion, however nonetheless this was performed without incident. First on the patient's right, and then on the patient¿s left the essure device was placed in standard fashion according to the manufacturer's instructions. The occluder was released and on each side three to four trailing coils were identified bilaterally. The patient tolerated the procedure well, with the exception of some minor cramping when the occluder was released. She received an unspecified medication to treat heavy bleeding, sharp abdominal pain and joint pain ache. The patient talked to doctor about 6 months after implant about removal, but the essure removal was undecided at this time. Current weight: 180 pounds. Approx weight at the time of essure placement 180 pounds. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2011: results: negative. Hysterosalpingogram - on (B)(6) 2011: results: essure confirmation test. Magnetic resonance imaging - on (B)(6) 2017: results: mild patella alta. Pregnancy test urine - on (B)(6) 2011: results: negative; on (B)(6) 2013: results: negative. Ultrasound scan - on (B)(6) 2011: results: enlarged uterus, small posterior fibroid. Diagnostic results: on (B)(6) 2016 and (B)(6) 2017 upper endoscopy and colonoscopy were performed due to pain. On (B)(6) 2011 - no contrast filling of either fallopian tube; the left essure device is somewhat peripheral in location relative to the cornua of the left fallopian tube with the inner coil located 3.2 cm from the uterine cornua. This should be less than 3 cm and clinical correlation is needed in this regard. On (B)(6) -2017 - right knee MRI: mild patella alta; mild lateral facet chondromalacia patella; some bright signal is seen involving the superolateral aspect of the infrapatellar fat pad that may represent injury to the fat pad. (Hoffa's syndrome); on (B)(6) 2017 - CT of abdomen: reported stranding in mid descending colon just above the level of iliac crest with diverticuli seen to involve the descending colon, findings are in keeping with diverticulitis there was some mild wall thickening in this location. Also noted in the posterior aspect of splenic flexure a 2.6 cm well-circumscribed cystic lesion. A cystic lesion was seen on the prior CT, but slightly more anteriorly located than this lesion. Does not have the typical appearance for an abscess. No gas is seen within it. Foci of bright signal are seen involving the anteromedial aspect of the medial femoral condyle compatible with focal marrow edema. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: new event-heavy and irregular bleeding and anemia was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding / excessive bleeding right after procedure / chronic heavy bleeding / prolonged bleeding') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 38-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in 2006, multigravida, parity 2 (date of birth: (B)(6) 1989 and (B)(6) 1991.), stillbirth nos, habitual abortion (spontaneous), trichomoniasis, drug allergy, gerd, gonorrhea, cervical dysplasia, gardnerella vaginalis test positive and tv trichomonas vaginalis. Previously administered products included for an unreported indication: depo shot from (B)(6) 2011 to (B)(6) 2011 and flagyl. Concurrent conditions included rotator cuff repair since (B)(6) 2016, d & c (to treat sharp abdominal pain and heavy bleeding, in 2015/2016.), vaginal irritation, diverticular disease, ovarian cyst, anemia, dysfunctional uterine bleeding, iron deficiency anemia, palpitations, vaginal discharge, vaginitis, acid reflux (oesophageal), left lower quadrant pain, rectal bleeding, heartburn and yeast infection. Concomitant products included esomeprazole and sucralfate (carafate) for abdominal pain, tranexamic acid since 2016 for bleeding genital, saccharated iron oxide (venofer) from (B)(6) 2015 to (B)(6) 2015 for iron deficiency anemia, cortisone since (B)(6) 2016 for paraesthesia lower limb, norethisterone acetate (aygestin) for vaginal bleeding, fluconazole (diflucan) for vaginal itching as well as esomeprazole, medroxyprogesterone acetate since (B)(6) 2011 and tranexamic acid (lysteda). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain right after procedure / some minor cramping when the occluder was released"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / menstrual pain"), abdominal pain ("severe abdominal pain / sharp abdominal pain"), depression ("depression") with fatigue, joint lock ("locked joints"), pelvic pain ("extreme pain / pelvic pain / pain right after procedure / severe and persistent pain as a result of the essure implantation") and anxiety ("anxiety"). In 2012, the patient experienced dyspareunia ("pain during intercourse") and weight fluctuation ("weight fluctuations"). In 2015, the patient experienced iron deficiency ("iron deficiency"). On (B)(6) 2016, the patient experienced arthralgia ("joint pain ache / knees, elbow and ankle pain / pain right after procedure"). On an unknown date, the patient experienced back pain ("severe back pain"), abdominal pain lower ("cramping"), allergy to metals ("hypersensitivity reaction to nickel - because she experienced a lot of joint pain after essure implant"), mental disorder ("essure caused or aggravated psychiatric and/or psychological condition"), menorrhagia ("heavy and prolonged bleeding"), menstruation irregular ("heavy and irregular bleeding") and anaemia ("anemia"). The patient was treated with ferrous sulfate (iron sulfate) and surgery (hysteroscopy, dilation and curettage, endometrial shavings on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysfunctional uterine bleeding, dysmenorrhoea, back pain, depression, joint lock, pelvic pain, iron deficiency, anxiety, procedural pain, arthralgia, dyspareunia, weight fluctuation, abdominal pain lower, allergy to metals, mental disorder, menorrhagia, menstruation irregular and anaemia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, anxiety, arthralgia, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency, joint lock, menorrhagia, menstruation irregular, mental disorder, pelvic pain, procedural pain and weight fluctuation to be related to essure. The reporter commented: (B)(6) 2011: the visualization of the tubal ostia was quite simple. There was a slight tortuosity to the fallopian tubes themselves, and a steep angle of insertion, however nonetheless this was performed without incident. First on the patient's right, and then on the patient¿s left the essure device was placed in standard fashion according to the manufacturer's instructions. The occluder was released and on each side three to four trailing coils were identified bilaterally. The patient tolerated the procedure well, with the exception of some minor cramping when the occluder was released. She received an unspecified medication to treat heavy bleeding, sharp abdominal pain and joint pain ache. The patient talked to doctor about 6 months after implant about removal, but the essure removal was undecided at this time. Current weight: 180 pounds.approx weight at the time of essure placement 180 pounds. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2011: results: negative. Hysterosalpingogram - on (B)(6) 2011: results: essure confirmation test. Magnetic resonance imaging - on (B)(6) 2017: results: mild patella alta. Pregnancy test urine - on (B)(6) 2011: results: negative; on (B)(6) 2013: results: negative. Ultrasound scan - on (B)(6) 2011: results: enlarged uterus, small posterior fibroid. Diagnostic results: on (B)(6) 2016 and (B)(6) 2017 upper endoscopy and colonoscopy were performed due to pain. (B)(6) 2011 - no contrast filling of either fallopian tube; the left essure device is somewhat peripheral in location relative to the cornua of the left fallopian tube with the inner coil located 3.2 cm from the uterine cornua. This should be less than 3 cm and clinical correlation is needed in this regard. (B)(6) 2017 - right knee MRI: mild patella alta; mild lateral facet chondromalacia patella; some bright signal is seen involving the superolateral aspect of the infrapatellar fat pad that may represent injury to the fat pad. (Hoffa's syndrome); (B)(6) 2017 - CT of abdomen: reported stranding in mid descending colon just above the level of iliac crest with diverticuli seen to involve the descending colon, findings are in keeping with diverticulitis there was some mild wall thickening in this location. Also noted in the posterior aspect of splenic flexure a 2.6 cm well-circumscribed cystic lesion. A cystic lesion was seen on the prior CT, but slightly more anteriorly located than this lesion. Does not have the typical appearance for an abscess. No gas is seen within it. Foci of bright signal are seen involving the anteromedial aspect of the medial femoral condyle compatible with focal marrow edema. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and procedural pain. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding / excessive bleeding right after procedure / chronic heavy bleeding / prolonged bleeding") in a (B)(6) female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of birth: (B)(6) 1989 and (B)(6) 1991.), stillbirth nos and habitual abortion (spontaneous). Previously administered products included for an unreported indication: depo shot from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included d & c (to treat sharp abdominal pain and heavy bleeding, in 2015/2016.) And rotator cuff repair in (B)(6) 2016. Concomitant products included tranexamic acid in 2016 for genital bleeding and saccharated iron oxide (venofer) in 2015 for iron deficiency anemia. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / menstrual pain"), abdominal pain ("severe abdominal pain / sharp abdominal pain"), depression ("depression") with fatigue, joint lock ("locked joints"), pelvic pain ("extreme pain / pelvic pain / pain right after procedure / severe and persistent pain as a result of the essure implantation"), anxiety ("anxiety"), procedural pain ("pain right after procedure") and arthralgia ("joint pain ache / knees, elbow and ankle pain / pain right after procedure"). In 2012, the patient experienced dyspareunia ("pain during intercourse") and weight fluctuation ("weight fluctuations"). In 2015, the patient experienced iron deficiency ("iron deficiency"). On an unknown date, the patient experienced back pain ("severe back pain"), abdominal pain lower ("cramping"), allergy to metals ("hypersensitivity reaction to nickel - because she experienced a lot of joint pain after essure implant") and mental disorder ("essure caused or aggravated psychiatric and/or psychological condition"). The patient was treated with iron. Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, joint lock, pelvic pain, iron deficiency, anxiety, procedural pain, arthralgia, dyspareunia, weight fluctuation, abdominal pain lower, allergy to metals and mental disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency, joint lock, mental disorder, pelvic pain, procedural pain and weight fluctuation to be related to essure. The reporter commented: she received an unspecified medication to treat heavy bleeding, sharp abdominal pain and joint pain ache. The patient talked to doctor about 6 months after implant about removal, but the essure removal was undecided at this time. Current weight: (B)(6). Approx weight at the time of essure placement (B)(6). Diagnostic results: on (B)(6) 2011 she underwent hsg interpreted as (hysterosalpingogram) essure confirmation test. On (B)(6) 2016 and (B)(6) 2017 upper endoscopy and colonoscopy were performed due to pain. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-nov-2017: reporter and patient's information were updated. Furthermore insertion date of essure and lot number were provided. Lab data, concomitant drugs and the events ¿iron deficiency¿, ¿anxiety¿, ¿pain right after procedure¿, ¿arthralgia multiple¿, ¿cramping¿, ¿allergy to metals¿ and ¿mental disorder¿ were added. It was also confirmed that the essure was not removed. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding / excessive bleeding right after procedure / chronic heavy bleeding / prolonged bleeding") and uterine haemorrhage ("dysfunctional uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of birth: (B)(6) 1989 and (B)(6) 1991.), stillbirth nos, habitual abortion (spontaneous), trichomoniasis, drug allergy and gerd. Previously administered products included for an unreported indication: depo shot from (B)(6) 2011 to (B)(6) 2011 and flagyl. Concurrent conditions included d & c (to treat sharp abdominal pain and heavy bleeding, in 2015/2016.) And rotator cuff repair since (B)(6) 2016. Concomitant products included esomeprazole magnesium (nexium) and sucralfate (carafate) for abdominal pain, tranexamic acid in 2016 for bleeding genital, saccharated iron oxide (venofer) on (B)(6) 2015 for iron deficiency anemia, cortisone on (B)(6) 2016 for paraesthesia lower limb, norethisterone acetate (aygestin) for vaginal bleeding, fluconazole (diflucan) and terconazole (terazol) for vaginal itching as well as medroxyprogesterone acetate on (B)(6) 2011 and tranexamic acid (lysteda). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced the first episode of procedural pain ("pain right after procedure") and the second episode of procedural pain ("some minor cramping when the occluder was released"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / menstrual pain"), abdominal pain ("severe abdominal pain / sharp abdominal pain"), depression ("depression") with fatigue, joint lock ("locked joints"), pelvic pain ("extreme pain / pelvic pain / pain right after procedure / severe and persistent pain as a result of the essure implantation") and anxiety ("anxiety"). In 2012, the patient experienced dyspareunia ("pain during intercourse") and weight fluctuation ("weight fluctuations"). In 2015, the patient experienced iron deficiency ("iron deficiency"). On (B)(6) 2016, the patient experienced arthralgia ("joint pain ache / knees, elbow and ankle pain / pain right after procedure"). On an unknown date, the patient experienced back pain ("severe back pain"), abdominal pain lower ("cramping"), allergy to metals ("hypersensitivity reaction to nickel - because she experienced a lot of joint pain after essure implant") and mental disorder ("essure caused or aggravated psychiatric and/or psychological condition"). The patient was treated with ferrous sulfate (iron sulfate) and surgery (hysteroscopy, dilation and curettage, endometrial shavings on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the genital haemorrhage, uterine haemorrhage, dysmenorrhoea, back pain, depression, joint lock, pelvic pain, iron deficiency, anxiety, arthralgia, dyspareunia, weight fluctuation, abdominal pain lower, allergy to metals, mental disorder and the last episode of procedural pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency, joint lock, mental disorder, pelvic pain, uterine haemorrhage, weight fluctuation, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: (B)(6) 2011: the visualization of the tubal ostia was quite simple. There was a slight tortuosity to the fallopian tubes themselves, and a steep angle of insertion, however nonetheless this was performed without incident. First on the patient's right, and then on the patient¿s left the essure device was placed in standard fashion according to the manufacturer's instructions. The occluder was released and on each side three to four trailing coils were identified bilaterally. The patient tolerated the procedure well, with the exception of some minor cramping when the occluder was released. She received an unspecified medication to treat heavy bleeding, sharp abdominal pain and joint pain ache. The patient talked to doctor about 6 months after implant about removal, but the essure removal was undecided at this time. Current weight: (B)(6) pounds.approx weight at the time of essure placement (B)(6) pounds. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2011: negative hysterosalpingogram - on (B)(6) 2011: essure confirmation test nuclear magnetic resonance imaging - on (B)(6) 2017: mild patella alta pregnancy test urine - on (B)(6) 2011: negative; on (B)(6) 2013: negative ultrasound scan - on (B)(6) 2011: enlarged uterus, small posterior fibroid on (B)(6) 2016 and (B)(6) 2017 upper endoscopy and colonoscopy were performed due to pain. (B)(6) 2011 - no contrast filling of either fallopian tube; the left essure device is somewhat peripheral in location relative to the cornua of the left fallopian tube with the inner coil located 3.2 cm from the uterine cornua. This should be less than 3 cm and clinical correlation is needed in this regard. (B)(6) 2017 - right knee MRI: mild patella alta; mild lateral facet chondromalacia patella; some bright signal is seen involving the superolateral aspect of the infrapatellar fat pad that may represent injury to the fat pad. (Hoffa's syndrome); (B)(6) 2017 - CT of abdomen: reported stranding in mid descending colon just above the level of iliac crest with diverticuli seen to involve the descending colon, findings are in keeping with diverticulitis there was some mild wall thickening in this location. Also noted in the posterior aspect of splenic flexure a 2.6 cm well-circumscribed cystic lesion. A cystic lesion was seen on the prior CT, but slightly more anteriorly located than this lesion. Does not have the typical appearance for an abscess. No gas is seen within it. Foci of bright signal are seen involving the anteromedial aspect of the medial femoral condyle compatible with focal marrow edema. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and procedural pain. Most recent follow-up information incorporated above includes: on 4-dec-2017: new reporter added; lab test added; patient's relevant history and concomitant drugs added; events were added: "some minor cramping when the occluder was released" and "dysfunctional uterine bleeding". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding / excessive bleeding right after procedure / chronic heavy bleeding / prolonged bleeding") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 38-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (date of birth: (B)(6)1989 and (B)(6)1991.), stillbirth nos, habitual abortion (spontaneous), trichomoniasis, drug allergy and gerd. Previously administered products included for an unreported indication: depo shot from february 2011 to june 2011 and flagyl. Concurrent conditions included d & c (to treat sharp abdominal pain and heavy bleeding, in 2015/2016.) And rotator cuff repair since (B)(6)2016. Concomitant products included esomeprazole magnesium (nexium) and sucralfate (carafate) for abdominal pain, tranexamic acid since 2016 for bleeding genital, saccharated iron oxide (venofer) from (B)(6)2015 to (B)(6) 2015 for iron deficiency anemia, cortisone since 5-sep-2016 for paraesthesia lower limb, norethisterone acetate (aygestin) for vaginal bleeding, fluconazole (diflucan) and terconazole (terazol) for vaginal itching as well as medroxyprogesterone acetate since (B)(6)2011 and tranexamic acid (lysteda). On (B)(6)2011, the patient had essure inserted. On the same day, the patient experienced the first episode of procedural pain ("pain right after procedure") and the second episode of procedural pain ("some minor cramping when the occluder was released"). In april 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / menstrual pain"), abdominal pain ("severe abdominal pain / sharp abdominal pain"), depression ("depression") with fatigue, joint lock ("locked joints"), pelvic pain ("extreme pain / pelvic pain / pain right after procedure / severe and persistent pain as a result of the essure implantation") and anxiety ("anxiety"). In 2012, the patient experienced dyspareunia ("pain during intercourse") and weight fluctuation ("weight fluctuations"). In 2015, the patient experienced iron deficiency ("iron deficiency"). On (B)(6)2016, the patient experienced arthralgia ("joint pain ache / knees, elbow and ankle pain / pain right after procedure"). On an unknown date, the patient experienced back pain ("severe back pain"), abdominal pain lower ("cramping"), allergy to metals ("hypersensitivity reaction to nickel - because she experienced a lot of joint pain after essure implant") and mental disorder ("essure caused or aggravated psychiatric and/or psychological condition"). The patient was treated with ferrous sulfate (iron sulfate), surgery (hysteroscopy, dilation and curettage, endometrial shavings on (B)(6)2016) and surgery (hysteroscopy, dilation and curettage, endometrial shavings on (B)(6)2016). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysfunctional uterine bleeding, dysmenorrhoea, back pain, depression, joint lock, pelvic pain, iron deficiency, anxiety, arthralgia, dyspareunia, weight fluctuation, abdominal pain lower, allergy to metals, mental disorder and the last episode of procedural pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency, joint lock, mental disorder, pelvic pain, weight fluctuation, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: (B)(6)-2011: the visualization of the tubal ostia was quite simple. There was a slight tortuosity to the fallopian tubes themselves, and a steep angle of insertion, however nonetheless this was performed without incident. First on the patient's right, and then on the patient¿s left the essure device was placed in standard fashion according to the manufacturer's instructions. The occluder was released and on each side three to four trailing coils were identified bilaterally. The patient tolerated the procedure well, with the exception of some minor cramping when the occluder was released. She received an unspecified medication to treat heavy bleeding, sharp abdominal pain and joint pain ache. The patient talked to doctor about 6 months after implant about removal, but the essure removal was undecided at this time. Current weight: 180 pounds.approx weight at the time of essure placement 180 pounds. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2011: negative hysterosalpingogram - on (B)(6)-2011: essure confirmation test nuclear magnetic resonance imaging - on (B)(6)2017: mild patella alta pregnancy test urine - on 7-apr-2011: negative; on (B)(6)2013: negative ultrasound scan - on (B)(6)2011: enlarged uterus, small posterior fibroid on (B)(6)2016 and (B)(6)2017 upper endoscopy and colonoscopy were performed due to pain. (B)(6)2011 - no contrast filling of either fallopian tube; the left essure device is somewhat peripheral in location relative to the cornua of the left fallopian tube with the inner coil located 3.2 cm from the uterine cornua. This should be less than 3 cm and clinical correlation is needed in this regard. (B)(6)2017 - right knee MRI: mild patella alta; mild lateral facet chondromalacia patella; some bright signal is seen involving the superolateral aspect of the infrapatellar fat pad that may represent injury to the fat pad. (Hoffa's syndrome); (B)(6)2017 - CT of abdomen: reported stranding in mid descending colon just above the level of iliac crest with diverticuli seen to involve the descending colon, findings are in keeping with diverticulitis there was some mild wall thickening in this location. Also noted in the posterior aspect of splenic flexure a 2.6 cm well-circumscribed cystic lesion. A cystic lesion was seen on the prior CT, but slightly more anteriorly located than this lesion. Does not have the typical appearance for an abscess. No gas is seen within it. Foci of bright signal are seen involving the anteromedial aspect of the medial femoral condyle compatible with focal marrow edema. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs